Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During a regular pacemaker f/u, performed on (B)(6) 2011, the physician observed an unusual battery curve. The physician noticed a decrease of the battery impedance over time, whereas the battery impedance is supposed to increase over time.